Event description:
The user facility reported that the tech placed the arteriotomy locator and sheath of the angio-seal device involved over the wire. After receiving pulsatile blood flow in the locator, the tech removed the wire and arteriotomy locator. When trying to advance the angio-seal device into the sheath, the tech said the device would not advance. After trying a couple of times, the tech removed the wire and the sheath and held manual compression. The type of procedure performed was a left heart catheterization. The reported event did not result in patient injury. There was no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. It is possible that the sheath or carrier tube had been kinked during device assembly, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea/hbrt.